Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to recharge the ipg due to lack of communication with the charging system; the patient had gained about 40 pounds since implant. A replacement charging system was sent to the patient, and instructions were provided for troubleshooting but neither resolved the charging issue. The patient was able to locate the ipg with the programmer. I was reported the ipg was superficial. The sjm representative met with the patient and was unable to successfully communicate with the ipg using external devices. It was reported surgical intervention was to be undertaken at a future date to address the issue.